Event description:
It was reported that approximately 8 months post-implant of a bifurcated device, a suprarenal aortic extension, two infrarenal aortic extensions and a limb extension in the right common iliac artery, a follow-up computed tomography scan revealed a distal type I endoleak. Reportedly, the endoleak developed due to disease progression in the left common iliac artery. The patient was treated with a limb extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records and images were not available for evaluation. Based upon the review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.